Event description:
It was reported that control-iq was not adjusting insulin delivery as expected, despite a temp rate set to 0%, ciq on, and sleep mode active. The system overrode the temp rate and adjusted basal insulin based on ciq thresholds. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.